Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during use for peritoneal dialysis therapy. It was further reported that ¿the clip has been broken¿ (no further detail). There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.